Event description:
It was reported that when the user facility opened for pre-use inspection, the distal end of the hf-resection electrode was bent and not used. The user completed the intended transurethral resection procedure by replacing with another same-model device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1- initial reporter establishment name: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation, the reported event was confirmed in the visual inspection. This event was caused by a component failure of the electrode. No nonconformances were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.